Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present on the device indicating use or handling. There was no issue with the irrigation tube. A visual examination of the returned device found that all seven (7) bands have been deployed and were not returned. The ligator teeth were not damaged. It was noticed that the adapter ring was properly attached without any defect. It was noted that the suture was intact and attached to the trip wire loop. The trip wire was observed to be secured in the handle post, but was only wound two (2) revolutions around the handle spool. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. If the device is correctly set-up, the trip wire will rotate around 180 degrees the handle spool for each deployed band. In order to deploy all seven (7) bands, the trip wire should be rotated around the spool at a minimum of three and a half (3½ ) revolutions. Based on the condition of the returned device and the details of the complaint, it appears that the trip wire was not properly tightened and secured during device set-up. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a speedband superview super 7 device was used in the stomach during a gastroscopy with banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the suture broke and the ligator head fell off from the scope. The ligator head fell in the patient's stomach and a roth net device was used to retrieve it. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Ligator housing detached from the scope. Reported issue of suture broken. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a speedband superview super 7 device was used in the stomach during a gastroscopy with banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the suture broke and the ligator head fell off from the scope. The ligator head fell in the patient's stomach and a roth net device was used to retrieve it. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.